Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and booted and it failed. A functional test was attempted, but it could not be completed. The receiver case was opened for an internal visual inspection, and failed. The battery of the receiver was removed and replaced to see if it would turn on, and it passed. The data log was downloaded and reviewed, and rtt loss was observed. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.